Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "did get too warm." The cause of the wrap getting too warm is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. No further investigation or actions are needed.

Event description:
Event verbatim [preferred term] burns on her neck after she used the product/skin irritation (burn blister) [burns second degree] , the product got too hot [device issue] , . Case narrative:this is a spontaneous report from a contactable other healthcare professional (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number s16669, expiration date nov2019, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient had burns on her neck after she used the product on an unspecified date. It was also reported that the product got too hot, skin irritation (burn blister). The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to the product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "did get too warm." The cause of the wrap getting too warm is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risks of burns or other skin irritations. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. No further investigation or actions are needed. Follow up (07feb2019): new information received from the same other healthcare professional from the product quality complaint group includes reporter information, device data (lot number and expiration date) and new events (the product got too hot, skin irritation (burn blister)). Follow-up (12feb2019): new information received from the product quality complaint group included investigational results. Follow-up (03apr2019): follow-up attempts completed. No further information expected. Follow-up (18may2019): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified., comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified.

Manufacturer narrative:
Investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "did get too warm. The cause of the wrap getting too warm is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] burns on her neck after she used the product/skin irritation (burn blister) [burns second degree], the product got too hot [device issue] , . Case narrative:this is a spontaneous report from a contactable other healthcare professional (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number s16669, expiration date nov2019, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient had burns on her neck after she used the product on an unspecified date. It was also reported that the product got too hot, skin irritation (burn blister). The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to the product quality complaint group: investigation summary: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap "did get too warm. The cause of the wrap getting too warm is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow up (07feb2019): new information received from the same other healthcare professional from the product quality complaint group includes reporter information, device data (lot number and expiration date) and new events (the product got too hot, skin irritation (burn blister)). Follow-up (12feb2019): new information received from the product quality complaint group included investigational results. Company clinical evaluation comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified., comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified.

Event description:
Burns on her neck after she used the product/skin irritation (burn blister) [burns second degree]. The product got too hot [device issue]. Case narrative: this is a spontaneous report from a contactable other healthcare professional (patient). A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number s16669, expiration date nov2019, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient had burns on her neck after she used the product on an unspecified date. It was also reported that the product got too hot, skin irritation (burn blister). The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Follow up (07feb2019): new information received from the same other healthcare professional from the product quality complaint group includes reporter information, device data (lot number and expiration date) and new events (the product got too hot, skin irritation (burn blister)). Company clinical evaluation comment: based on the information provided, the events of burns second degree and device issue as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.